Event description:
The following was reported to gore: on (B)(6) 2022, a patient underwent treatment to close a mal-aligned 23 mm stop-flow balloon sized atrial septal defect with 0° - 60° of deficient rim using a 44 mm gore® cardioform asd occluder (gca). Several attempts were made to deploy the occluder however the occluder was not able to be deployed in the appropriate location because of the steep angle between the atrial septum and the delivery catheter. After the attempts, a pericardial effusion was observed and the occluder was retrieved. As the patient developed pericardial tamponade, the pericardial sac was punctured with a syringe while increasing the pressure to remove the pericardial fluid. The patient was intubated because of the patient's poor pulmonary function. Since the amount of pericardial fluid was gradually decreasing, percutaneous cardiopulmonary support, pcps, was not introduced, but instead neutralized with protamine and kept an eye on the patient. However, since the pericardial fluid continued to remove without stopping, the physician considered switching to a drain, and while the system was being switched, the patient's vitals suddenly changed. Pcps was immediately introduced and the patient was converted to surgery. The physician stated that it was difficult to place the device in the appropriate position due to the patient's anatomy, and the device may have damaged the left atrial wall as it was repeatedly attempted.

Manufacturer narrative:
Weight was requested but was not provided. The gore® cardioform asd occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: significant pleural or pericardial effusion requiring drainage, pericardial tamponade